Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during ipg replacement (related manufacturer reference number 3006705815-2024-06970) the lead had high impedances on all contacts. As a result, the lead was explanted and replaced during the procedure on 6 september 2024.